Event description:
During an a-flutter re re do, second ablation already performed as mapping case. In this case the delay time between cs pacing and lateral wall at the end 100ms. Cs catheter 1520 in hra rv catheter 1501 in rva, mapping with blazer rpm, ablation done with chilli standard. Dr. Performed an new map. In this map rpm showed a gap in the distal part of the isthmus. Dr started to ablate. During rf 6 he stopped because avb iii- he ablated without fluoroscopy control. After 10 minutes had still avb-ii, pq time 190 ms. Team made decision to stop the case. No control of isthmus block.